Event description:
The customer reported an issue with the discrepancy between the displayed time and the actual time on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the device for any recurrent time discrepancies greater than five minutes, which the customer understood and acknowledged.